Event description:
During an endoscopic retrograde cholangio pancreatography (ercp), the physician reportedly noted that there was something wrong with the endoscope, which reportedly extended the length of the procedure. The pt was said to have experienced a respiratory arrest, and the procedure was not completed. The pt was taken to the intensive care unit (ICU), and has subsequently been discharged, and is said to be doing fine. Following the procedure, the physician noted that the control knob functions were reversed.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the control knob functions were reversed. The insertion tube was found to be rotated and the locking ring (s-ring) inside the protector boot was determined to be loose. A leak was also noted inside the elevator k-pipe from the distal end. Based upon the findings of the investigation, it appears that the s-ring had been insufficiently tightened, and the insertion tube subsequently rotated into the position found when returned for evaluation. Olympus has initiated internal corrective actions to reduce the likelihood of recurrence of this phenomenon. This report is being reported as an MDR in an abundance of caution.